Event description:
A clinical pharmacist reported that two cassettes leaked during priming, there was no patient involvement. A third cassette was used and primed successfully, the procedure was completed. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected but has not yet been received at the manufacture site for evaluation. A root cause had not yet been identifies. (B)(4).